Manufacturer narrative:
H4: the device was manufactured from (B)(6) 2019 - (B)(6) 2019. H10: the actual sample was received for evaluation. The bag was cut at the top left corner where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak from the spike port weld in front of the bag. Additional magnified inspection verified a tear/hole in the affected area. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered after filling prior to patient use. There was no patient involvement. No additional information is available.